Event description:
It was reported that a little part of the prothesis broke during surgery. The device broke where the grip held the prosthesis. The prosthesis has been implanted. The broken part didn't fall in the patient body. No delay were reported.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.